Event description:
On wednesday, 4/26/2000, preliminary info was received by the innerdyne, inc., quality compliance dept regarding one incident involving a veress needle and a step expandable sleeve. Numerous subsequent follow-up attempts were made, contact was eventually established with dr who confirmed the reported event. The episode occurred on 4/19/2000 at children's hosp during a laparoscopic-assisted appendicocecostomy under the hand of dr. The umbilical port was placed without incident. During placement of the second port in the right upper quadrant, under direct vision, severe and subtantiated adhesions were observed, and the veress needle/sleeve passed into the colon (through and through) before the physician realized that the perforation had occurred. Dr noted that there was no product failure and that in dr's opinion the bowel perforation occurred as the result of the significant or severe adhesions. The pt had no prior abdominal surgery, dr believes the pt had suffered peritonitis or similar condition, which may account for the adhesions. After realizing the inadvertent puncture, dr removed the needle and enlarged the site enough to gain access and facilitate successful repair of the colon. After repairing the colon the physician proceeded to place the second port back in and continued to place a third port in order to complete the procedure laparoscopically. The pt later developed a postoperative bowel obstruction, unrelated to the initial bowel perforation, which required an additional laparotomy. The pt is reported to be doing fine and will be released from the hosp tomorrow 5/31/2000. The extended hosp stay is again unrelated to the bowel perforation being caused by other previously medical conditions. Therefore, the event is reported as an inadvertent pt injury, for a bowel perforation and the secondary surgical intervention, above and beyond the original procedure. The involved product is not available, and will not be returning to innerdyne, inc., therefore, an investigation of the product has not been performed, and evaluative conclusions cannot be drawn.